Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection occurred.data was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.